Manufacturer narrative:
The reported evis exera iii xenon light source device was not returned to olympus for evaluation. The customer determined that source of the problem was from the evis exera iii video system center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had no image intermittently when connecting 190 scopes and the image would freeze at times. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information regarding the alleged device based on the information supplied by the legal manufacturer.

Manufacturer narrative:
Updated fields: d9, h3, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was frozen. In addition, the following non-reportable malfunctions were found during the device evaluation: rear panel and connector damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation the cause of no image being displayed was attributed to a faulty printed circuit board. However, the cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.